Event description:
It was reported that revision surgery is scheduled for (B)(6) 2017.

Event description:
Revision surgery planned then postponed as of (B)(6) 2016. No further update available as of today.

Event description:
Patient was reported to have an adverse reaction to metal debris (armd). The investigator labeled it as definitely related to the study device.

Manufacturer narrative:
(B)(4).